Manufacturer narrative:
Submit date: 05/31/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customers have reported that, on rare occasion, the devon¿ light glove may split upon application to the devon¿ light handle adapter. Some of the reported splits resulted from difficult application of the light glove to the handle adapter. More recently, clinicians have reported finding splits in the light glove following surgery completion, where no difficulty in application of the light glove was encountered or finding splits directly out of the package.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause, or probable cause of the reported condition could not be determined due to the sample has not been received for evaluation and conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause and test methods are as follows: thickness of wall to be confirmed per specification - folding test using freezer performed all samples with a result of pass - insertion force testing - tensile force testing - tensile distance force testing. All tests were carried out determining that regular production does not induce cracks. The potential root cause could be a use of knife when the customer is opening the box. If enough force is used when opening a full box of product it is possible to cut a light sleeve. A formal corrective/preventative action (CAPA) has been initiated to investigate and address the allegation of a lite glove split upon application. A production notification was issued all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.